Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation found no defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, by laboratory testing. The omnipod user guide warns: "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her son's blood glucose was 400 mg/dl at bedtime which they corrected with a bolus (dosage not reported). At 10:36, his bg was 434 mg/dl and the pod was deactivated. The mother stated that the cannula had come out of the infusion site.